Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Evaluation summary: the batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laryngectomy procedure, there was a cutting clip. The artery the surgeon wanted to ligature was cut by the clip. The surgeon classified the bleeding as minor. Using another like device, he controlled the bleeding and completed the procedure. There were no adverse consequences to the patient.